Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & silicone migration.

Event description:
Patient reported rupture and "silicone tumor in the right armpit lymph gland" . The device remains implanted.